Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d1, d4, h4, h6 type of investigation. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: 1. Were there any patient consequences? 2. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) -----------contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a high ligation of hernia sac procedure on (B)(6)2024 and suture was used. During the procedure, the mobile nurse opened the suture and brought it to the operating table. The hand washing nurse opened the suture and gave it to the doctor for suturing. However, when the doctor attempted to tie the knot, the suture broke. The suture broke again after replacement, and a new package was opened for use. No adverse patient consequences were reported. Additional information was requested.